Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment inside the patient occurred. The target lesion was located in the coronary artery. A 4.00x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, upon crossing the device through the guideliner guide extension catheter, it was noted that the stent was damaged and got peeled off from the balloon by the guideliner. All the devices were removed together from the patient, including the dislodged stent. The procedure was completed with another 4.00x32mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy us mr 2.50 x 38mm stent was returned for analysis. The stent delivery system (sds) was not returned for analysis. A visual examination of the crimped stent found stent struts severely damage; center struts pulled and stretched, one end of the stent showed the struts were bunched into a ball, struts on opposite end did not show damage as severe. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment inside the patient occurred. The target lesion was located in the coronary artery. A 4.00x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, upon crossing the device through the guideliner guide extension catheter, it was noted that the stent was damaged and got peeled off from the balloon by the guideliner. All the devices were removed together from the patient, including the dislodged stent. The procedure was completed with another 4.00x32mm synergy stent. No patient complications were reported.